Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: no information. Detailed description of event: customer complains that cb030 is "dull". Additional information received via email 28-jan-2022 from [name], purchasing agent: the incident occurred prior to procedure. The doctor used another item to perform procedure. No patient injury occurred. Additional information received via email 03-feb-2022 from [name], purchasing agent:: customer informs that the product is returning. Event date is on (B)(6) 2022. Additional information received via email 17-feb-2022 from [name], purchasing agent: my apologies there was a misunderstanding, product is not being returned. Patient status: no patient injury occurred. Intervention the doctor used another item to perform procedure.

Event description:
Procedure performed: no information. Event description: customer complains that cb030 is "dull". Additional information received via email 28jan2022 from [name], purchasing agent: the incident occurred prior to procedure. The doctor used another item to perform procedure. No patient injury occurred. Additional information received via email 03feb2022 from [name], purchasing agent: customer informs that the product is returning. Event date is 21jan2022. Additional information received via email 17feb2022 from [name], purchasing agent: my apologizes there was a misunderstanding, product is not being returned. Additional information received via email 25feb2022 from [name], purchasing agent: it is unknown how the user was able to test blade dullness prior to procedure. Intervention: the doctor used another item to perform procedure. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.